Manufacturer narrative:
It was reported that as a result of the impression material not setting, the patient swallowed the product. A hospital visit was required and a gastric lavage was performed. The patient did not experience any further health complications.

Event description:
In 2009 a doctor reported to pentron clinical technologies that correct plus light body, an impression material, was accidentally swallowed by a patient who required medical care as a result.